Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ("xenobiotic material removed") in a (B)(6) female patient who had essure inserted for female sterilization. In 2015, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure has been removed). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. The reporter commented: recently the patient has had follow-up treatments and the xenobiotic material has been removed. She holds the company liable for the material and immaterial damage caused. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-mar-2018 for the following meddra preferred term: medical device removal. The analysis in the global safety database revealed 801 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 48-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gastric bypass in 2014. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced menorrhagia ("heavy periods"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("tiredness"), back pain ("back pain"), abdominal pain ("abdominal pain") and affect lability ("complaints of emotional instability"). The patient was treated with levonorgestrel (mirena) and surgery (essure removal). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, fatigue, menorrhagia, back pain, abdominal pain and affect lability outcome was unknown. The reporter considered abdominal pain, affect lability, back pain, fatigue, menorrhagia and pelvic pain to be related to essure. The reporter commented: recently the patient has had follow-up treatments and the xenobiotic material has been removed at the end of 2017. Most recent follow-up information incorporated above includes: on 13-aug-2019: onset and stop date for essure updated. Mirena added as treatment drug. New events added: heavy periods, back pain, abdominal pain and complaints of emotional instability. Historical condition added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 48-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6), the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and fatigue ("tiredness"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) . At the time of the report, the pelvic pain and fatigue outcome was unknown. The reporter considered fatigue and pelvic pain to be related to essure. The reporter commented: recently the patient has had follow-up treatments and the xenobiotic material has been removed at the end of (B)(6) . Most recent follow-up information incorporated above includes: on 14-jan-2019: follow-up received. Added new reporter (lawyer) and essure removal date. Added events pelvic pain and fatigue. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.